Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The hub, shaft and tip were microscopically examined. There was no damage to the tip. The device was broken/damaged from the strain relief to 1cm distal. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that tip was broken. A 135mmx10mm renegade¿ hi-flo¿ kit was selected for use. During preparation, when the package was opened, it was noted that the tip of the device was broken. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip was broken. A 135mmx10mm renegade hi-flo kit was selected for use. During preparation, when the package was opened, it was noted that the tip of the device was broken. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.